Manufacturer narrative:
Additional information: the evaluation of the returned device was completed, and the x-ray evaluation revealed that the cam assembly had been activated once, and one (1) stent was found outside of the singulator and behind the splay. The trigger button motion was functioning as intended. However, the device was unable to actuate all remaining positions due to the singulator being stuck in the forward position. The injector¿s trocar was found broken before the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Further inspection found damage on the insertion tube v-slot, likely caused by contact with the first stent during the first actuation of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the first stent. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, during an attempt to implant the second stent from a trabecular microbypass stent system, the surgeon was unable to visualize the trocar, and alleged that the trocar broke. There was no report of patient injury, and a back-up device was used to complete the procedure. Additional information has been requested.